Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012560590 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues. Mechanical verification of steering and the slide mechanisms showed the slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy ablation were unsuccessful due to #2000 current error. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. High magnification optical inspection revealed kinked on the electrode wires with burnt, and damaged insulation in the shaft. In conclusion, the loop catheter failed the returned product inspection due to the kinked electrode wires with burnt, and damaged insulation in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, a generator overcurrent error and a catheter electrical current error #2000 occurred. After several pulse field applications, the errors were noted. The provider ensured that the guidewire was not touching the array on fluoroscopy and repositioned the catheter multiple times, but the errors persisted. The catheter connection cable was replaced, and the catheter was removed, inspected, and re-prepped with a new wire, yet the errors continued. Eventually, the catheter was replaced, and the application was successfully delivered, allowing the case to be completed. The guidewires and catheter interface cable appeared intact. No patient complications have been reported as a result of this event.